Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain ") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), rash ("skin rash") and fatigue ("fatigue"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, rash and fatigue outcome was unknown. The reporter considered fatigue, pelvic pain, rash and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("a piece of essure device left inside me"), inflammation ("blood or heart disorder/condition type:inflammation issues") and ovarian cyst ("left ovary covered in cystic material") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia and hypothyroidism. Previously administered products included for contraception: birth control pill. Concurrent conditions included diabetes. Concomitant products included ascorbic acid, azelastine hydrochloride (azelastine hcl), dexlansoprazole (dexilant), duloxetine hydrochloride (duloxetine hcl), leflunomide since (B)(6) 2019, liothyronine sodium, losartan potassium, meloxicam, metformin hydrochloride (metformin hcl) since (B)(6) 2019, olmesartan medoxomil, pravastatin sodium (pravastatine a), sulfasalazine, ubidecarenone (co-q10-chlorella) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pain ("lower body pain\hips\legs") and the first episode of back pain ("back pain"). In 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced rash ("skin rash"). In 2016, the patient experienced dental caries ("dental issues-cavities") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient was found to have weight increased ("weight gain") and experienced hot flush ("hot flashes") and hypertension ("hypertension"). In (B)(6) 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: vanadium (found in nickel hardening agent)/tungstic acid/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of sex drive"), fibromyalgia ("fibromyalgia"), dermatitis ("dermatitis"), inflammation (seriousness criterion medically significant), genito-pelvic pain/penetration disorder ("vaginal cramping"), drug hypersensitivity ("allergic or hypersensitivity reaction type: gentamicin sulphate"), scar ("scar tissue"), arthralgia ("location of pain-hip"), the second episode of back pain ("location of pain-back"), pain in extremity ("location of pain-legs"), abdominal pain ("abdominal pain") and ovarian cyst (seriousness criterion medically significant) and was found to have c-reactive protein increased ("crp elevated levels"). The patient was treated with surgery (arthroscopic (hip), essure implant removal, hysterectomy (full), oophorectomy (one side removal of ovary), oophorectomy (one side removal of ovary) and scar tissue removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, dental caries, rash, fatigue, loss of libido, weight increased, allergy to metals, hot flush, depression, hypertension, dysmenorrhoea, vaginal discharge, fibromyalgia, c-reactive protein increased, dermatitis, inflammation, dyspareunia, pain, genito-pelvic pain/penetration disorder, drug hypersensitivity, scar, arthralgia, the last episode of back pain, pain in extremity, abdominal pain and ovarian cyst outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, c-reactive protein increased, dental caries, depression, dermatitis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genito-pelvic pain/penetration disorder, hot flush, hypertension, inflammation, loss of libido, ovarian cyst, pain, pain in extremity, pelvic pain, rash, scar, vaginal discharge, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure coils were in place. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Reporter, consumer and product information added. New events-lack of sex drive, weight gain , allergic or hypersensitivity reaction type: vanadium (found in nickel hardening agent), tungstic acid, allergic or hypersensitivity reaction type: gentamicin sulphate, depression, fibromyalgia, crp elevated levels, rashes or skin conditions type: dermatitis, skin rash , inflammation issues, dental problems , nickel allergy , dysmenorrhea (cramping) , scar tissue removed, dyspareunia (painful sexual intercourse), pain , vaginal discharge, fatigue , weight gain , hair loss, vaginal pain, lower body pain, back pain, location of pain-hip, leg pain, abdominal pain, a piece of essure device left inside me and left ovary covered in cystic material added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('a piece of essure device left inside me'), arthritis ('inflammation issues/hip inflammation') and ovarian cyst ('left ovary covered in cystic material') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, hypothyroidism, parity 2, cerebral hemorrhage and cerebral palsy. Previously administered products included for contraception: birth control pill. Concurrent conditions included diabetes, pain in hip and skin rash. Concomitant products included ascorbic acid, azelastine hydrochloride (azelastine hcl), dexlansoprazole (dexilant), duloxetine hydrochloride (duloxetine hcl), leflunomide since january 2019, liothyronine sodium, losartan potassium, meloxicam, metformin hydrochloride (metformin hcl) since february 2019, olmesartan medoxomil, pravastatin sodium (pravastatin a), sulfasalazine, ubidecarenone (co-q10-chlorella) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In march 2012, the patient experienced pain ("lower body pain\hips\legs") and back pain ("back pain"). In 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). In january 2016, the patient experienced rash ("skin rash"). In 2016, the patient experienced dental caries ("dental issues-cavities") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2016, the patient experienced depression ("depression"). In january 2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient was found to have weight increased ("weight gain") and experienced hot flush ("hot flashes") and hypertension ("hypertension"). In september 2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: vanadium (found in nickel hardening agent)/tungstic acid/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of sex drive"), fibromyalgia ("fibromyalgia"), dermatitis ("dermatitis"), arthritis (seriousness criterion medically significant), genito-pelvic pain/penetration disorder ("vaginal cramping"), drug hypersensitivity ("allergic or hypersensitivity reaction type: gentamicin sulphate"), scar ("scar tissue"), arthralgia ("location of pain-hip"), pain in extremity ("location of pain-legs"), abdominal pain ("abdominal pain"), ovarian cyst (seriousness criterion medically significant), thyroid disorder ("thyroid disorder") and abdominal distension ("bloated") and was found to have c-reactive protein increased ("crp elevated levels") and hepatic enzyme increased ("liver and kidney enzyme elevated"). The patient was treated with surgery (arthroscopic (hip), essure implant removal, hysterectomy (full), oophorectomy (one side removal of ovary), oophorectomy(one side removal of ovary) and scar tissue removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, dental caries, rash, fatigue, loss of libido, weight increased, allergy to metals, hot flush, depression, hypertension, vaginal discharge, fibromyalgia, c-reactive protein increased, dermatitis, arthritis, dyspareunia, pain, back pain, drug hypersensitivity, scar, arthralgia, pain in extremity, abdominal pain, ovarian cyst, hepatic enzyme increased, thyroid disorder and abdominal distension outcome was unknown and the dysmenorrhoea, alopecia and genito-pelvic pain/penetration disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, arthritis, back pain, c-reactive protein increased, dental caries, depression, dermatitis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genito-pelvic pain/penetration disorder, hepatic enzyme increased, hot flush, hypertension, loss of libido, ovarian cyst, pain, pain in extremity, pelvic pain, rash, scar, thyroid disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media: liver and kidney enzyme elevated and thyroid disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new events liver and kidney enzyme elevated, bloating and thyroid disorder were added. On (B)(6) 2019: pfs received- event outcome of dysmenorrhea and hair loss was updated from unknown, recovering to recovered/resolved no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('a piece of essure device left inside me'), arthritis ('inflammation issues/hip inflammation') and ovarian cyst ('left ovary covered in cystic material') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, hypothyroidism, parity 2, cerebral hemorrhage and cerebral palsy. Previously administered products included for contraception: birth control pill. Concurrent conditions included diabetes, pain in hip and skin rash. Concomitant products included ascorbic acid, azelastine hydrochloride (azelastine hcl), dexlansoprazole (dexilant), duloxetine hydrochloride (duloxetine hcl), leflunomide since (B)(6)2019, liothyronine sodium, losartan potassium, meloxicam, metformin hydrochloride (metformin hcl) since (B)(6)2019, olmesartan medoxomil, pravastatin sodium (pravastatine a), sulfasalazine, ubidecarenone (co-q10-chlorella) and vitamin d nos (vitamin d). On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced pain ("lower body pain\hips\legs") and back pain ("back pain"). In 2013, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). In 2015, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced rash ("skin rash"). In 2016, the patient experienced dental caries ("dental issues-cavities") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2016, the patient experienced depression ("depression"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient was found to have weight increased ("weight gain") and experienced hot flush ("hot flashes") and hypertension ("hypertension"). In (B)(6)2017, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: vanadium (found in nickel hardening agent)/tungstic acid/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), loss of libido ("lack of sex drive"), fibromyalgia ("fibromyalgia"), dermatitis ("dermatitis"), arthritis (seriousness criterion medically significant), genito-pelvic pain/penetration disorder ("vaginal cramping"), drug hypersensitivity ("allergic or hypersensitivity reaction type: gentamicin sulphate"), scar ("scar tissue"), arthralgia ("location of pain-hip"), pain in extremity ("location of pain-legs"), abdominal pain ("abdominal pain"), ovarian cyst (seriousness criterion medically significant), thyroid disorder ("thyroid disorder"), abdominal distension ("bloated") and myalgia ("sore muscle") and was found to have c-reactive protein increased ("crp elevated levels") and hepatic enzyme increased ("liver and kidney enzyme elevated"). The patient was treated with surgery (arthroscopic (hip), essure implant removal, hysterectomy (full), oophorectomy (one side removal of ovary), oophorectomy(one side removal of ovary) and scar tissue removed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device breakage, dental caries, rash, fatigue, loss of libido, weight increased, allergy to metals, hot flush, depression, hypertension, vaginal discharge, fibromyalgia, c-reactive protein increased, dermatitis, arthritis, dyspareunia, pain, back pain, drug hypersensitivity, scar, arthralgia, pain in extremity, abdominal pain, ovarian cyst, hepatic enzyme increased, thyroid disorder, abdominal distension and myalgia outcome was unknown and the dysmenorrhoea, alopecia and genito-pelvic pain/penetration disorder had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthralgia, arthritis, back pain, c-reactive protein increased, dental caries, depression, dermatitis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genito-pelvic pain/penetration disorder, hepatic enzyme increased, hot flush, hypertension, loss of libido, myalgia, ovarian cyst, pain, pain in extremity, pelvic pain, rash, scar, thyroid disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6)2010: essure coils were in place. Concerning the injuries reported in this case, the following ones were reported via social media: liver and kidney enzyme elevated and thyroid disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event sore muscle added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.